Manufacturer narrative:
Device labeling, available in print and online, states: accurately record the number of foam pieces used in the pt's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c. Foam dressing pieces.

Event description:
On (B)(6)2010, the pt reported via telephone that the foam had been left in an abdominal wound and then later surgically removed. On (B)(6)2010, the surgeon surgically removed the retained foam from the wound along with biologic mesh and some suture material. The health care professionals reported that the event was related to user error and that inadequate documentation of the foam pieces placed in the wound resulted in the retained foam. On (B)(6)2010, the pt went back on activ.a.c. Therapy. On (B)(6)2010, activ.a.c. Therapy was discontinued and the wound healed.